Manufacturer narrative:
(B)(4).

Event description:
It was reported "guidewire bent and difficult to remove from vessel." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization assembly for analysis. The catheter was not returned. Signs of use in the form of biological material were observed on the guide wire and within the guide wire tube adapter. Visual and microscopic revealed the guide wire was advanced past the needle bevel and had two kinks towards the distal end. The distal weld was full and spherical. No signs of adhesive nor other defects or anomalies were observed on the device. The kinks in the guide wire were located 15 mm and 21 mm from the distal tip. The outer diameter of the guide wire measured 0.388 mm, which is within the specification limits of 0.381-0.404 mm per guide wire product drawing. The inner diameter of the needle cannula measured 0.017", which is within the specification limits of 0.0165"-0.0180" per needle cannula product drawing. Functional testing was performed based on the instructions-for-use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The guide wire attempted to be retracted to readvance through the returned cannula; however, the guide wire was stuck within the cannula due to excess biological material. Undue force was used to remove the guide wire resulting in the guide wire to unravel, then separate. Once the guide wire and excess biological material were removed, a lab inventory guide wire was advanced through the needle cannula with little to no resistance. The condition of the sample suggests the guide wire was advanced through the needle cannula and encountered resistance resulting in the guide wire to kink. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of guide wire and needle resistance with a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed the guide wire was kinked towards the distal end and dried biological material was within the device. Functional analysis revealed biological material within the cannula and on the guide wire. The condition of the sample and the customer report suggests the guide wire was advanced through the needle cannula and encountered resistance when removing the guide wire resulting in the guide wire to kink. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guidewire bent and difficult to remove from vessel." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".